Event description:
Repair request initiated for device with the report of not seating properly. No patient impact reported. Repair escalated to a product event on evaluation due to the detached component.

Manufacturer narrative:
H3: product analysis: evaluation determined that oiler o ring is missing. The likely cause was identified as hose worn due to inadequate preventive maintenance. It was also noted the burr doesn't lock, the high-pressure hose is internal polluted and the motor doesn't speed up. B3: date of notification: 2024-06-12, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.